Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the bag was torn. The surgeon inserted the gall bladder into the bag and the bag had split into two pieces. The doctor retrieved the piece.